Event description:
It was reported by the consumer that the realize band was placed in (B)(6) 2009. Per the consumer restriction was not felt. There was 8.5 ml of fluid in band in (B)(6) 2011. In (B)(6) 2012, there was 5 to 5.5 ml was in the band. Another ml of fluid was added and during followup in (B)(6) 2012, reportedly there was 3 to 3.5 ml in band. The fill was under done under fluoroscopy. It was discovered by surgeon that there was a leak in the band and the port tubing was kinked. The nurse removed a yellowish cast fluid from the port. The band remains implanted at this time.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.